Event description:
It was reported that during unpacking for a coronary drug eluting stenting treatment procedure, stent damage was observed. Upon removing the 2.75x28mm taxus express2 drug eluting stent from the hoop, the physician noted that the edge of the stent looked "frayed and unraveled." The device was not used and had no patient contact. The procedure was successfully completed with another of the same device, and the patient condition is listed as fine.